Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon accidentally cut the patient's ureter while using the monopolar curved scissors (mcs) instrument. The surgeon placed a precautionary stitch in the patient's ureter. The planned surgical procedure was completed and no additional patient harm or adverse outcome was reported.

Manufacturer narrative:
On (B) (6) 2010 the patient returned the to hospital and required a ureteral stricture to be stented. Per the isi clinical sales representative, the surgeon that performed the da vinci si hysterectomy procedure stated that the system, instruments and/or accessories in no way malfunctioned during the procedure. The mcs instrument has not been returned for evaluation and therefore a root cause cannot be determined. If additional information is received or if the instrument is returned, a follow-up MDR will be submitted. As of april 20, 2010, no adverse events have been experienced with the site's system.